Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low pacing impedance, noise and non sustained oversensing was observed on the right ventricular lead. No programming changes were made as secure sense was acting appropriately to detect noise and there were no inappropriate shocks. The lead was being monitored. There were no patient consequences.